Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (performance issue) was confirmed. As received, the battery pack was unable to charge. Upon evaluation, the nickel busbar tabs at the p1, p2, & p4 pads were loose. The cause of the battery pack issue is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack had a performance issue.